Event description:
User facility reported an uneventful novasure procedure was done in 2009. A post hysteroscopy confirmed a successful uterine ablation. Six days later, the pt presented to the ER with abdominal pain. An "emergency exploratory laparoscopy was performed". At this time it was noted "the uterine cavity was perforated and the bowel was burned." During follow-up the following month, it was reported a hysteroscopy and sounding, with a metal sound (not a hologic device), were done prior to the novasure procedure. During follow-up the following month, it was reported that 2 uterine perforations were seen, one at each cornua, during the exploratory laparatomy and "they were already healing". No perforation was seen in the bowel, but a small portion of the bowel was found to be "red and inflamed". No treatment was needed.

Manufacturer narrative:
Device history record (DHR) reviews could not be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant.